Manufacturer narrative:
Correction : section a; date of birth : missed entry in initial report submission.

Event description:
It was reported, that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s pacemaker showed, the right atrial (ra) lead exhibited over-sensed noise. Resulting, in inappropriate automated mode switch (ams) episodes. The ra lead was capped and replaced on (B)(6) 2024. The patient was not symptomatic. And was discharged with no reports of adverse consequences.